Event description:
The or staff was preparing for a procedure. The electrosurgical unit (esu) was turned on and set to cut "30", coag coagulation "30". The esu activated and would not stop. No one was touching the unit or switches. The staff turned the esu off, removed the pencil, re-inserted the pencil and turned the unit back on. When the unit turned on the settings read cut "194", coag "0". The unit was turned off then on again and the settings were changes to the original settings. Using the same pencil, the unit worked temporarily then cut activated and would not stop. The esu system was replaced with another system and biomed biomedical engineering was notified. During biomedical testing the probe was constantly active and eventually failed. The esu tested fine with another probe and was returned to service. The defective probe is being held in biomed for further observations.